Event description:
It was reported that the lens vaulted (z-syndrome) approximately 3 weeks post implant and the pt noticed decrease in vision. The surgeon plans on exchanging the lens with a monofocal lens. This event pertains to the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.